Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and emergency medical event. Lot release review was not required for the associated product. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on march 25, 2026, the patient experienced a hypoglycemic event after approximately 24-36 hours of pod wear on the arm. Blood glucose levels were reported to have decreased to 30 mg/dl. The patient reported a recent switch to the dexcom g7 continuous glucose monitor (cgm), noting that she did not update the cgm type within the omnipod system and was therefore unable to connect it to the pod. As a result, the omnipod system was operating in manual mode at the time of the event. The patient reported treating the low blood glucose with oral carbohydrates (applesauce, soda, and gummies), after which her blood glucose increased to 50 mg/dl and showed an upward trend. She subsequently went to bed and reported waking up approximately 14 hours later to emergency responders in her home. She reported symptoms including shakiness and confusion and was unable to recall the treatment provided by emergency responders. During emergency medical evaluation at the scene, fingerstick blood glucose measurements were reported to be approximately 30-40 mg/dl. No specific diagnosis was reported. Following the incident, the patient transitioned to multiple daily injections, administering 18 units of long-acting insulin per day. Upon review of the omnipod therapy settings, it was identified that the patient had a basal rate of 2.25 units per hour (54 units per day), which was the amount of insulin being delivered on the date of the event while in manual mode. This basal delivery represented approximately three times her daily insulin requirement based on her manual injection regimen. Based on the available information, the reported event appears to have occurred due to incorrect therapy settings.